Event description:
Information was received from a consumer regarding a patient who was receiving morphine [concentration unknown] at a dose of 5.626 mg/day via an implantable pump for non-malignant pain and postlaminectomy pain. It was reported on (B)(6) 2017 that the pump was swing around inside the patient and ¿free floating¿ and that her sutures came loose and the pump was moving. It was noted that half the time the personal therapy manager (ptm) could not find the pump because it was moving. The patient did have enough medication because she was still having to take norco 10s. It was noted the patient could use the ptm six times a day. It was indicated that this started just days after the pump was replaced, but the reported did not know when the patient had the pump surgically replaced. It was noted the patient knew when she needed a bolus because she was in a lot of pain and that the ptm took the edge off. Physician listings were requested.

Event description:
Additional information was received from a healthcare provider (hcp) on (B)(6) 2017. It was reported that the patient was presented in the ER. According to the hcp, the patient was reporting that their pump had come loose under their skin in their abdomen and was rubbing on their ribs. The patient also felt that the pump might be leaking as the patient was more drowsy than normal. No falls or trauma were mentioned and no pump alarms were reported. The patient reported that they were having intermittent issues since (B)(6) 2016 when the pump was replaced, but the symptom of drowsiness had begun to occur over the past couple of days. The hcp reported that they planned on performing imaging. No further complications were reported. Additional information received from the hcp on (B)(6) 2017 reported the patient first started experiencing the loose pump post-status 2016 revision. The patient had relocated to (B)(6), and they might need surgical revision or explanation. The cause of the loose pump was not determined. The cause of the patient¿s symptoms of drowsiness was not determined. The hcp was not sure if the patient¿s loose pump and symptoms had resolved because the patient moved away. The patient¿s weight at the time of the event was (B)(6). Additional information received from the hcp on (B)(6) 2017 reported the patient had relocated to (B)(6) from (B)(6), so they could not follow up with the patient. The patient needed to find a physician close to her to follow-up. Additional information received from the hcp on (B)(6) 2017. It was a patient issue rather than a device issue. Radiology confirmed the catheter was in place and the pump was not loose. The pump was more mobile than it had been since it was implanted. The pump did not appear to be leaking. The patient had lost 40-50 pounds so it was a body mass issue. It was a chronic issue that the pump was mobile. The physician in (B)(6) was working on it and then the patient moved to (B)(6). The patient was to follow up with a pain management physician. No further information was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.